Event description:
It was reported that there was an issue with infusion with the pump. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The front corners of the top case were cracked. Event history log showed: check clutch/plunger lever. Multiple flow and occlusion tests were performed and the reported problem could not be verified. The root cause could not be determined. Action(s) taken to mitigate the reported issue(s): replaced clutch half's left and right with lead screw and spring as a preventative measure.